Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735821, serial/lot #: none. The manufacturer representative went to the site to test the navigation system. It was found that sometimes the camera has a blinking orange led. The camera needed to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the infrared camera was malfunctioning. The camera was blinking an orange led. The issue was reproducible and sometimes the system lost communication with the camera because of the camera malfunction. No patient was present at the time of the event.